Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found a damaged collet in the reported problem areas of the pipette assembly. Two collets (tip clamps) were replaced. The instrument was inspected, tested without further problem, and returned to service.